Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a patient with an unexpected outcome following an intraocular lens (iol) implant procedure. The target refraction was -0.25 sphere, however, the result was -2.50 sphere. The lens remains implanted.